Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted approximately a month post implant due to infection. A new system was placed. No additional adverse patient effects were reported.